Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device. Once the device becomes available and the evaluation has been completed, a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that the display went blank while in use on a patient. There was no patient or user harm associated with this complaint.